Manufacturer narrative:
This investigation is currently ongoing. Additional information will be provided in a follow-up report.

Event description:
According to the report, the allograft was implanted in 1998. The allograft was explanted in 2008 due to cusp degeneration, regurgitation and tear or perforation of the valve.